Manufacturer narrative:
D4: product identifiers unknown. G4: PMA / 510(k) #unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone placement of 4 levels l2-l5 double threaded transpedicular screws without interbody spacer for lumbar instrumentation. It was reported that instrument damage and failure. Patient had infection & l2 fracture due to this event. Patient extended hospitalization for 2 weeks due to this event. Additional surgery was performed as a result of this event. No further complications were reported/anticipated. Additional information was received from the rep that damaged at the time of implantation and it was explanted during the revision surgery on monday (B)(6) 2024. 3 weeks prolong hospitalization happened due to medtronic product malfunction. Additional information was received from the rep that reviewed the situation with our internal process with technical team and after a few days, different interviews with doctors and technical assistants we have determinated that the damaged of the piece was because of a bad surgical technique application. As the surgical technique indicates the final tightening and decortication, the interview indicated that they did the tightening so many times after the first ¿clicks¿ and with that the locking nut was flushed. That was the cause of the damage.